Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 31, 2017: litigation received. In addition to what was previously alleged, litigation alleges limping, unsteadiness, balance issues, and limitation in daily activities. This complaint was updated on: aug 14, 2017.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf alleges elevated metal ions, pseudotumor, metal wear and metallosis, however elevated metal ions was already reported.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter states patient was revised due to pain, discomfort, inflammation, elevated ions, altr, infiections, necrosis, and soft tissue degradation.

Manufacturer narrative:
(B)(4).

Event description:
Fs alleges pain, discomfort, inflammation, metallosis, limping, limited mobility, unsteadiness, malaise, balance issues, sleep disturbance, rls, snoring, weight gain, lethargy, allergic eczema, atopic dermatitis, bronchitis, difficulty breathing, sinuses, bacterial infections of the urinary tract, and muscle and nerve damage due to altr. After the review of medical records for MDR reportability, it was stated that the patient was revised to address pain, previous diagnosis of elevated metal ion levels, implant wear and adverse tissue reaction. Revision notes reported a moderate sized pseudotumor and evidence of adverse tissue reaction in the joint. MRI results shows small joint effusion, alval, muscle tearing, cystic collection and osteolysis. Removed previous reported elevated metal ions since lab results shows metal ion levels below 7ppb.